Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 530 mg/dl and manual insulin injections were administered to address bg. Contact alleged pump was not delivering insulin. Pump system check was performed with tandem technical support (cts) and the cartridge was found to be empty. Cts advised contact to fill a new cartridge with insulin. Pump data had not been uploaded for cts review. Multiple attempts were made by tandem technical support to obtain additional information; contact did not reply.